Event description:
Just after changing linen and turning the patient, noticed that pt's peg tube came out.======================manufacturer response for 18 fr gastrostomy feeding tube, (brand not provided) (per site reporter).